Manufacturer narrative:
The reported output anomaly alert was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported output anomaly alert could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital for device change-out due to normal eri. Device interrogation prior to explant revealed an alert for possible output circuit damage. The device was explanted and replaced. Patient condition was stable after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.